Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a premature stent deployment occurred. The chronic total occlusion was located in the external right iliac artery. The 6f introducer sheath was inserted from the left femoral artery, however, the guide wire could not be advanced in a contralateral approach. Therefore, the introducer sheath was reintroduced in the right femoral and the guide wire was inserted and advanced in a retrograde manner. A wanda balloon catheter was advanced into the left femoral due to the lesion being close to the access site in the right femoral, and advanced contralaterally. Predilation was completed successfully. The wallstent endoprosthesis was then advanced, however, it was unable to cross the lesion. During removal, with the sheath engaged in the right common iliac artery and the stent delivery system in the external iliac artery, the wallstent deployed partially in the artery and partially in the sheath. The wallstent was retrieved into the sheath and was removed as a unit. The procedure was successfully completed with another of the same devices. No patient complications were reported. Patient status was listed as 'no problem'.